Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - limited information available).

Event description:
An integrity rapid exchange (rx) coronary stent system was being used for treatment of a lesion. As the physician attempted to deploy the stent, it was reported that the balloon ruptured at 6 atms. No clinical sequelae were reported. (B)(4).